Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements up to 179 ohms, which was high out of range. It was noted that the gradual increase began with the patient's first cardiac resynchronization therapy defibrillator (crt-d) then continued with second device as well. Technical services (ts) analyzed lead impedance trend data and advised for lead replacement. No adverse patient effects were reported. Currently, this lead remains in service.